Event description:
Healthcare professional (hcp) reported patient was injected in the mid face, nasolabial (nlf) 1, ck1, ck2 and ck3 with 1ml of juvéderm® voluma¿ with lidocaine. Patient experienced extreme pain, "occlusion of artery and blanches in area of left nlf (nl1) area, facial artery, nasal and superior labial artery with skin necrosis left side nose and left cheek." Patient was treated with 3 vials of hyalase "to flush nl area, left upper lip and left side of nose." The next two days, patient was treated with 1 vial hyalase "to flush same area." Hcp noted, "still scarring visible on left cheek." Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification: patient was born in 1971. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information provided patient was injected into the left nasolabial area with 0.1 ml. A few hours later, patient developed bruising below the nose and severe pain in the left side of the nose the next day. Three days later, patient visit the office and was noted with mottled skin on left cheek and left side of nose (occlusion event involving branches of the facial artery on the left). Hyalase flooding of the area was started daily for 6 consecutive days.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.